Manufacturer narrative:
(B)(4). Investigation results: a fully constrained wallflex biliary rx uncovered stent and delivery system were received for analysis. Visual examination of the returned device found the stent was received not deployed and fully covered by the outer sheath. The outer sheath was found detached/broken at the outer diameter: distal exterior tube ¿ bile duct interface (at the distal end of the guidewire access sheath). Functional evaluation revealed the stent could not be deployed using the delivery system as received; however, the stent could be manually deployed by gripping the outer and pulling the tip distally. The stent was measured to be within specifications. No other issues with the device were noted. The damage noted to the outer sheath is consistent with the application of excessive force during usage. Taking all available information into consideration, the investigation concluded that the observed failure was likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no other similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was to be used to treat a stenosis in the common bile duct during a stent placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the stent was partially deployed and the ability to retract the catheter was no longer possible. The stent was removed with the delivery system. And the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be good. This event has been deemed an MDR-reportable event based on the investigation results which revealed that the outer sheath was broken at the outer diameter: distal exterior tube ¿ bile duct interface (at the distal end of the guidewire access sheath).